Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned, but evaluation is still currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would cause or contribute to an inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient experienced an arrhythmia alarm and an abnormal shutdown. The patient reported that the device treated her. The patient reported that blue gel was present. Per review of the patient's flag files, an arrhythmia was detected at 06:44:59 on (B)(6) 2020. The arrhythmia detection resulted in flags that are consistent with a pulse reset. Based on the available information surrounding the event, the patient was treated by the device, however the device reset following the treatment caused the "pulse delivered" flag and the ECG data during the event not to be recorded. The patient's monitor and electrode belt were returned and evaluation is still currently underway. The patient survived the event and continues wearing the lifevest. The patient did not seek medical attention following the event. There is no death or serious injury associated with this event. Submitting MDR for the pulse reset and leaving complaint open awaiting equipment evaluation.

Event description:
A us distributor contacted zoll to report that a patient experienced an arrhythmia alarm and an abnormal shutdown. The patient reported that the device treated her. The patient reported that blue gel was present. Per review of the patient's flag files, an arrhythmia was detected at 06:44:59 on (B)(6) 2020. The arrhythmia detection resulted in flags that are consistent with a pulse reset. Based on the available information surrounding the event, the patient was treated by the device, however the device reset following the treatment caused the "pulse delivered" flag and the ECG data during the event not to be recorded. The patient's monitor and electrode belt were returned and evaluation is still currently underway. The patient survived the event and continues wearing the lifevest. The patient did not seek medical attention following the event. There is no death or serious injury associated with this event. Submitting MDR for the pulse reset and leaving complaint open awaiting equipment evaluation. While investigating a patient treatment event, a reportable device malfunction was found.

Manufacturer narrative:
Electrode belt sn (B)(6) and monitor sn (B)(6) were returned, but evaluation is still currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would cause or contribute to an inappropriate treatment. Device evaluation of monitor sn (B)(6) has been completed.  The reported problem (damaged cable/ damaged therapy electrode) has been confirmed.  Upon investigation the monitor was unable to properly communicate with an electrode belt.  The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified.  Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump.